Event description:
Customer reported the system will not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the circuit breakers. Was unable to find any other problems. System operates as intended.